Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient developed swelling with redness at the implant site of the implantable loop recorder. The patient appears to have an infection and possible pocket abscess. The device was removed. No further patient complications have been reported as a result of this event.